Event description:
Reportedly this pt had bacteremia and needed antibiotic treatment after 2 weeks from implantation of the valve. When antibiotic treatment was stopped, bacteremia relapsed and vegetation was found on the valve found by echo. The valve was explanted after four months implant duration.